Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer did not provide a bg value. Reportedly, insulin was not being delivered. Troubleshooting with tandem technical support was performed and determined there was a blockage within the non-tandem infusion set. The infusion set brand was not provided. Multiple attempts were made to follow up with the customer on the reported issue; however, a response was not received.